Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Investigation conclusion: unconfirmed: bd was not able to confirm the customer¿s indicated failures. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA is not required at this time.

Event description:
It was reported that during aspiration of the medication, leakage occurred from the bd solomed¿ syringe with needle plunger, and a crack was noticed in the barrel. The following information was provided by the initial reporter, translated from (B)(6) to english: "upon aspiration of medication there was leakage through the plunger, it was noticed that there was apparently a crack in the plunger."